Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in process. Note: manufacturer contacted customer in a follow-up call on 06-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 75, 78 and 68mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 12/30/2022 and open vial date was not disclosed, the customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 75mg/dl date: (B)(6) time: 6:54 am fasting. Result 2: 78mg/dl date: (B)(6) time: 9:41am fasting. Result 3: 68mg/dl date: (B)(6) time: 9:39 am fasting. Result 4: 103mg/dl date: (B)(6) time: 9:07 am fasting. Result 5: 85mg/dl date: (B)(6) time: 9:08 am fasting.

Manufacturer narrative:
Sections with additional information as of 13-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10 meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.